Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use, the ultrasonic aspiration as well as the suction on the cusa excel w/ console (cusaexcel9) stops again and again, so that the cusa handpiece had to be taken apart. After reassembling, the device works for a few seconds, then again blocked and suspended us aspiration. This led to an unacceptable increase in the duration of the surgery, since the us aspirator is ultimately no longer used due to a malfunction. No patient injury was reported.

Manufacturer narrative:
The cusa excel console was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. Aspiration issue was unconfirmed. Root cause - the root cause was confirmed as no fault found. The device was found to meet specification. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.